Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implant procedure, the physician had difficulty pulling out the stylet from the lead. The tip of the stylet had to be included in the lead kit during removal. The lead was not used. The physician did not note any damage to the lead. The patient condition was okay.